Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot#: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving 600mcg/ml for a total dose of 155.95 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that there was a pump programming error. The programming error was noted to be that the wrong drug concentration was entered. It was noted that the programming error occurred with a intrathecal baclofen pump (20ml) and it was noted to have occurred in the past. The healthcare professional (hcp) did not know when in the past the programming error occurred. The programming error was 600ug/ml at 155.95ug/day and the correct information was 500ug/ml and the patient was receiving 129.958ug/day. It was noted that today (B)(6) 2018 was when the hcp first noticed it for the first time, and that it was the first time seeing the patient. The hcp noted they will confer with the pharmacy the drug was purchased from to confirm the 500ug/ml, but hcp said that it was what was stated on the vial of the drug. Proper programming and calculations were performed per hcp's requests. No symptoms were reported. The event date was unknown (occurred in the past, but did not know when). No further information was reported/anticipated.